Event description:
On (B)(6) 2025, the user requested assistance connecting a libre 3+ sensor to the ilet system. The agent guided the user through the setup on both the ilet device and mobile app, but a ¿replace sensor¿ alert appeared. The user, not at home, planned to contact abbott for replacements. A manual blood glucose (bg) entry of 271 mg/dl was used to allow the ilet to deliver corrective insulin. The highest blood glucose (bg) recorded was 271 mg/dl. Bg was corrected through manual entry for ilet correction. No symptoms were reported during the event, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.